Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The commander delivery system was returned to edwards lifesciences for evaluation. Visual evaluation revealed the following: there is a longitudinal balloon burst along the working length. Dimension testing was performed and revealed the following: all measurements taken of the balloon single wall thickness met the specification. Due to the nature of the event, functional testing was unable to be performed. Imagery was provided for review and revealed the following: calcium nodule was present in the implant site. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, there was calcium on the left ventricular outflow tract as well as leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the instructions for use that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, this was a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve. A 23mm commander delivery system was used to deploy the valve. Inflation technique was slow and inflation volume was 18cc. The valve was fully deployed for approximately 2-3 seconds when the delivery system balloon burst. Tee interrogation of the sapien 3 ultra resilia showed no leak and good positioning, so implanter decided no further action was needed. The patient did not experience any injury.

Manufacturer narrative:
Investigation is ongoing.